Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the ventricular lead exhibited noise resulting in noise reversion episodes. The noise could not be reproduced with isometrics in the clinic. All other electrical measurements were normal. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).